Event description:
It was reported that the filter cap of the blood gas syringes leaks blood after sampling. No patients were harmed.

Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 1217052-2025-00026. The date of that submission was 02- feb-2025. Received one device, two of the tested samples did not pass the acceptance criteria. The dyed liquid exceeded the maximum allowance of 0.06" and traveled to the collar of the filter-pro escaping through the top of the housing. Based on the results of this investigation the complaint was confirmed. In-process, filter-pro devices are automatically assembled and glued from supplied components. Maintenance log review found no entries relevant to the reported problem on the date of manufacture. The lot acceptance is based on c=0 (critical) inspection for damages, that affect function and DHR information indicates the lot met the established acceptance requirements. While the allegation was confirmed, the exact problem source for the compromised filter-pros could not be identified with any confidence. Device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.